Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that her healix knotless anchor 4.75 mm broke while being inserted into the bone hole during a rotator cuff procedure. The surgeon was able to completely remove the anchor. The surgeon inserted another healix anchor into the bone hole but had to remove the inserter to find the original bone hole and as he did this the second anchor fell off the inserter onto the floor. The surgeon then used a competitor's device to complete the procedure with no patient consequences but with a ten (10) minute delay. The sales representative verified that the bone quality was average. The surgeon used the yellow handled healix awl. She also confirmed the surgeon was not off axis and there was no audible sound that the anchor broke. The devices were discarded.